Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-06966. It was reported that patient underwent an unrelated surgery where both of patient's ipgs were not placed into surgery mode. Subsequently, the patient had trouble connecting to the ipgs. An abbott representative was able to successfully recover the thoracic ipg, restore therapy and resolve issue. Several attempts were made to troubleshoot and restore the cervical ipg to no avail (manufacturer report number: 1627487-2022-06966), in turn, surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.